Manufacturer narrative:
(B)(6). The device was not returned to animas for evaluation. If the device is returned, an evaluation will be conducted and the results will be provided in a supplemental report. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 (B)(4) 2011-device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings:the keypad buttons were found to be responding appropriately to and spring back after presses.

Event description:
The distributor reported that button presses did not activate desired pump functions.